Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
While a customer was using com-fit plush masks, the doctor had severe redness and swelling of both eyelids, redness on nice and cheeks and cystic area of rash on chin that is very red, raised, and irritated. The doctor's allergist and dermatologist prescribed topical creams for the reaction.